Event description:
It was reported that during a colon resection procedure, the device was fired across a section of transverse colon and staples only half of the staples formed, this occurred on the second firing. An add'l device was used to complete the procedure. There was no pt consequence.